Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred during the load process. The customer successfully reloaded the cartridge to address the event and insulin delivery was resumed. The customer's blood glucose level was 200 mg/dl.